Event description:
It was reported during in clinic follow up that the atrial and right ventricular (rv) leads exhibited loss of capture. Imaging revealed dislodgement. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.